Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample and one unused sample were provided for evaluation. Upon visual inspection of the contaminated sample, a detachment was observed at the bonded joint of the proximal backcheck valve and caresite y-site. There were no visible stress marks, rips, tears, or signs of solvent were present. Due to the detachment on the sample, a piggyback testing could not be performed on the sample. The unused sample was evaluated and pull tested on every bonded joint of the caresite y-site and backcheck valve and no detachment was detected. The sample underwent piggyback testing, connected to an infusion pump. Simultaneously, a secondary intravenous (IV) bag containing green dye was attached. This setup aimed to detect any backflow at the most distal backcheck valve. No signs of backflow were observed during the investigation. Based on the data from the investigation, the reported defect of detachment was confirmed. However, the reported concern of backflow was unable to be confirmed. A manufacturing process review determined the operator applied insufficient solvent on the tubing during the bonding process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: IV tubing broke apart. Detailed inquiry description: IV infusing into patient, IV tubing came apart where it should not, and patient's blood backed up in tubing and at least 100 mls of blood ran out of pt onto the floor.